Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A visual inspection of the product involved in the complaint was unable to be performed as the four pictures received by the customer, did not show a visual depiction of affected product code 1104 (hudson cannula). A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "direct patient contacted customer service regarding an allergic reaction from her nasal cannula". Unable to determine what type of allergic reaction patient had at time of report. Unknown patient condition at time of report although several attempts were made to patient for additional information.